Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity and mild calcification. The aortic neck was 40 mm in length, 16 to 17 mm in diameter at the renal arteries, and 17 mm in diameter 15 mm below the renal arteries. It was reported that after an aneurx bifurcated stent graft and one iliac limb were implanted, an unknown endoleak was evident on the final angiogram. The physician elected to be intervene, but rather to perform a CT two days post-implantation to see if the endoleak had resolved. However, that CT demonstrated that there was a brisk type iii endoleak coming from the ipsilateral limb at 2.5 cm below the flow divider. The physician elected to reline the limb with two aneurx iliac limbs, which resolved the endoleak. The physician believes that there was either a graft tear or a suture pop, and 3-d imaging demonstrated that there was tearing in the stent graft. Ballooning was done during the initial implant procedure; however, the ballooning was not aggressive. In addition, during the initial implant procedure, about 1 to 2 mm of the aneurx bifurcated stent graft was inaccurately delivered and partially covered the origin of the right renal artery. The physician elected to place a bare metal stent in the right renal artery as a preventive measure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results: (arterial and venous occlusion, endoleak).